Manufacturer narrative:
Product ID 3487a-56, lot# v492277, implanted: 2010 (B)(6); product type lead product ID 3487a-56, lot# v492277, implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had been turning on and off on its own. The patient had also lost stimulation and was periodically being shocked at the lead location. The patient had spoken to his healthcare provider (hcp) and they had both decided that explanting the device would be ¿best.¿ impedances and ¿diagnostics¿ were ran on the ins and showed no issues. Reprogramming of the device was attempted, but the patient did not want the device to be reprogrammed. The device explant was being scheduled, but no date had yet been confirmed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.